Event description:
The customer reported to olympus, while using the evis lucera elite colonovideoscope during surgery, the air and water supply was weak. The procedure was completed with the same set of equipment. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, a foreign object was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that foreign material was confirmed to be the issue of the air and water flow. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The analysis of the foreign material showed a peak derived from protein, and strong detection of carbon and oxygen. Cellulose could have originated from a cellulose-based agent or mold, etc. We confirmed yellow foreign material in the air/water channel at the back of the nozzle. As a result of analysis of the yellow material; the material was a protein. Proteins could have originated from humans, protein-based medical solution, bacteria, etc. Based on the investigation results, it is likely that the foreign material in the nozzle may have originated from a silicone-based component; however, the foreign material could not be clearly identified, and a root cause could not be determined. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the instructions for use: the operation manual in chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.3 precleaning the endoscope and accessories. Flush the air/water channel with water and air. To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Cleaning of water feeding tank was not conducted. User can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU regarding water container (maj-901). The operation manual in chapter 4 operation 4.1 precautions, warning. The water supply tanks should be cleaned, disinfected, or sterilized by dumping the sterile water in the tanks at the end of at least one case per day. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Based on the results of the investigation, it is likely that the clogged nozzle was caused by the stain inside the air/water channel which led the channel to have insufficient fluid. The pinhole and air leakage at the biopsy channel were not reproduced. Additionally, there were no scratches or deformations at the joint of the biopsy channel. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the insertion section was wiped, the nozzle was flushed with water and air, the nozzle was flushed with the detergent solution, and the nozzle was cleaned with lint-free cloths/brushes/sponges. Olympus will continue to monitor field performance for this device.